Event description:
The customer reported "black liquid" dispersing from this hose. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
No medwatch form received from the user facility. Investigation results: conmed linvatec received the hose for evaluation and confirmed the reported problem. A black substance was noted coming from the exhaust hose and coupling assembly. In addition, a high pressure air leak exists at the diffuser end. A hose sample from a similar reported event was sent to a third party lab for material testing and toxicological testing. The results found that the material content of this discoloration/residue was a combination of organic (proteins) and inorganic (tap water) components. The samples sent for toxicology were found to be non-cytotoxic. In addition, conmed linvatec initiated a supplier corrective action request for this problem. The residue has been identified as a variation in dye lots coming from the thread used to make the braid on the exterior of the inner pressure hose. A formal corrective action is in place for this problem. As of july 17, 2007, natural nylon braid material is being used for the exterior of the inner pressure hose.